Manufacturer narrative:
Common device name - product code = dqx . Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an unknown procedure involving a patient of unknown age and gender, the physician noticed that a portion of the braided wire was sticking out of a safe-t-j exchange fixed core wire guide. The device did not make patient contact.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the wire had biomatter present throughout segments of the coils. The coils were not loose or flexible. Both weld bonds were present. An offset coil was visualized approximately 3.3cm from the apex of the curve. The mandril was removed through destructive testing and further inspected. Damage was noted towards the tip of the taper, consistent with the approximate location of the offset coils. Although a protruding wire was not observed upon the initial inspection of the device, the damage to the mandril was suggestive that a portion of the mandril was protruding when the customer was in contact with the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.